Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a lumbar fusion procedure on (B)(6) 2015 and a topical skin adhesive was used. During the procedure, the glass cut through the vial. There were no reported consequences to the patient.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual inspection revealed a shard penetration occurred.